Manufacturer narrative:
The reported event, for product melted, was not confirmed as the pencil was not returned for evaluation. Without the pencil, the root cause cannot be determined. Limited information was available in relation to this event. Device not available for return by customer.

Event description:
It was reported that the product melted. No further information was provided.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the product melted. No further information was provided.